Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states they just replaced this upholstery within the last thirty days and it is ripping where it attached to the chair.